Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Pump reset information was provided by technical support, and the caller was assisted in resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to call back if any malfunction code recurred.